Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was still having symptoms, but they weren¿t nearly as bad as before the patient¿s lead replacement. For additional information about the patient¿s lead replacement, see MFR. Report #3004209178-2013-03002. It was noted if the patient laid on a hard surface like an exam table, it would cause her to have myoclonic seizures/jerks, which had been happening since (B)(6) 2012. It was reported that this used to happen when the patient was just lying in bed, and would happen daily or several times a day. The reporter stated that now the myoclonic seizures/jerks were random. It was noted that the patient¿s leads couldn¿t cover the lumbar area, where the patient had the most pain, because the lumbar nerves were so damaged. It was reported that the patient¿s other device therapy and breakthrough medications didn¿t cover the pain,either. The reporter stated that the patient didn¿t want to ¿continue to let it damage the nerves it was connected to now.¿ it was noted that the patient had an upcoming appointment with her healthcare provider and manufacturer representative on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that on 2013 (B)(6), the patient started having issues with her device and the patient had to turn stimulation off because, it was causing spasms. The reporter stated that once the patient had been overstimulated it could take several weeks for the spasms to stop. It was noted that the spasms had decreased significantly since turning stimulation off but the patient had not gone 24 hours without having any. See MFR. Report # 3004209178-2013-03002 for a previous event when the patient experienced spasms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37746, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient's doctor had been unable to find "any correlation whatsoever" between the implantable neurostimulator (ins) and the issues the patient had been experiencing. It was noted that the doctor had turned the ins off and the patient would still say she was having issues. Two days later, it was reported that a manufacturer representative saw the patient on (B)(6) 2013. It was noted that the patient said she was experiencing spasms and no cause was determined. The reporter stated that the patient's doctor did not feel that anything the patient was experiencing was due to the ins. It was reported that all impedance measurements were normal. The patient was reprogrammed and given separate programs for nighttime and daytime. It was noted that the patient said she was getting better coverage after being reprogrammed. It was reported that no intervention was planned at the time of the report.